Event description:
Patient admitted to hospital for condition unrelated to grushong port and catheter. X-ray indicated that grushong catheter was broken. Catheter was removed inthe cardiac lab and the port was removed in the o.r. Patient states that catheter was inserted several year ago at another hospital. Patient did not complete follow-up treatment and did not have port removedinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.